Event description:
This pt expired 5 months after having a cypher stent implanted in the ramus intermediate artery (rami). This pt was admitted to the hosp with a chief complaint of stable angina. The pt was currently taking beta-blockers, statins, ace-inhibitors and plavix. The pt was taken electively to the cardiac cath lab, where angiography revealed a focal (5mm) 90%, de novo, heavily calcified, ostial, bifurcating lesion of the ramus intermediate artery (rami). A bolus of heparin was administered via IV.